Manufacturer narrative:
Product codes: krd/hcg. UDI: unknown part number, attempts to obtain product part number were unsuccessful, UDI unavailable. Date of event, product code, and lot number not available. Three attempts to obtain additional information from the author were unsuccessful. This is an initial/final MDR report. Conclusion: the device was not available for analysis. In addition, the lot number was not provided; therefore, a DHR could not be performed. Aneurysm recanalization after coil embolization is a known potential event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization. With review of the limited information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Event description:
In the literature article ¿wingspan stent system in the endovascular treatment of intracranial aneurysms: clinical experience with midterm follow-up results¿ by kivilcim yavuz, m.d., serdar geyik, m.d., isil saatci, m.d., and h. Saruhan cekirge, m.d., published j neurosurg 109:000¿000, 2008, the authors report their experience with the use of the wing span stent for the endovascular treatment of intracranial aneurysms. Among the 40 aneurysms treated in this study, nine aneurysms were recanalized aneurysms and one of these were recanalization of cerecyte coils. The number of coils used, catalog and lot number of the coils, procedure specific information and date of procedure were not provided in the article. No additional information could be obtained.